Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer observed a blood glucose of 248 mg/dl and was unsure whether insulin was delivered for a usual lunch, with review indicating a missed meal announcement and subsequent education provided on proper meal announcement and how to verify meal history. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no hospitalization, no need for third-party or medical assistance, and no ketone testing. Investigation included review of device reports and user-reported history, along with user troubleshooting and education. Investigation of this case revealed that the device was functioning as designed and that the event was attributable to user-related missed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.